Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2013 and obtained the following information. The alleged issue began on (B)(6) 2013 at 7 pm. The patient manages her diabetes with insulin and oral medications (types/ amounts not specified). The patient continued to administer her usual dose of medications that same evening. The patient denied developing symptoms due to the reported issue. On the following morning, the patient reportedly visited her physician¿s office for a routine checkup. The patient obtained a blood glucose result of ¿280 mg/dl¿ with the physician¿s meter. The patient was administered 5 units insulin during the visit due to her elevated blood glucose result. At the time of troubleshooting, the cca noted the correct test strips were being used. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/9/2013 and 8/13/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.